Event description:
The customer reported that while the iabp was in use on a patient, the unit displayed a "maintenance required code #2 (drive transducer offset failure) message. After several attempts at trying to restart the iabp, the customer was unable to because of the "autofill failure" alarm that was generated. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative could not duplicate the problem though conducted continuous running test. The manifold drive (part# 0104-00-0018) was replaced and the iabp was returned to customer. The replaced part was sent to (B)(4) for evaluation. Evaluation of the returned part is in progress. Upon receiving the evaluation results, a supplemental MDR will be submitted. (B)(4).